Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation and throbbing pain."

Event description:
Health professional reported a left side deflation and throbbing pain that began 6 months ago. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: crease flat, crack valve, and wear abrasion. Leak test and microscopic analysis was performed which identified: cracked valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.